Event description:
No additional or corrected information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4: date of this report was updated. D4: expiration date and unique identifier (UDI) number were added. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H4: device manufacturer date was added. H6: method code is added. H6: results code is added. H6: conclusions code is added h10: narrative/data was updated.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown.

Event description:
Doctor reports that patient developed infection around implant tsv4b16 in tooth site #9. Pain and inflammation is also reported. The implant was removed.